Event description:
A problem was reported. Hcp reported a motor stall and recovery due to using telemetry magnet on smii pump. The stall was recorded in telemetry logs. Stall recovered. It was reported the pump was working fine after recovery. No patient symptoms were reported. If additional information becomes available a report will be provided.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004-(B)(6), product type catheter. (B)(4).